Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported prior incident of catheter found to be kinked when attempting to insert the catheter over the guidewire. There was no patient injury and a second device worked well. No further event or patient details were available.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported prior incident of catheter found to be kinked when attempting to insert the catheter over the guidewire. There was no patient injury and a second device worked well. No further event or patient details were available.